Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1313101) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00267 for the second device.

Event description:
It was reported by the aci sales professional that apt underwent peripheral procedure on (B)(6) 2013. Access was obtained at the left common femoral artery via a 6f sheath (model unk). Peri-procedure, the pt was anti-coagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-7 mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure before the balloon reached the tip of the sheath (first stop). The device was removed and since access was maintained, a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also lost pressure. The second device was removed and the pt was converted to approximately 20 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.